Event description:
It was reported by service report that the head end lift motor screw broke off. There was pt involvement but the customer did not know if there were any adverse consequences to report.